Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the clip fell off the cystic duct during post operatively. A re-operation was required to close the duct. The pt went to the ER with symptoms of vomiting, nausea and elevated bilirubin. The pt was re-operated on (B)(6) 2012 and no clips were on the cystic duct. They had come loose in the abdominal cavity. The clips were removed from the abdominal cavity during the repetition. The pt experienced a common bile duct injury during re-operation and the case was converted from laparoscopy to open.